Manufacturer narrative:
Findings: pump was received with error alarm during self test due to faulty on radio frequency board. Unable to verify lost sensor alarm, low suspend alarm or communication due to error alarm. Unit passed displacement test, rewind, basic occlusion, prime and no delivery tests. No excessive "no delivery" error alarm noted. Unit had cracked case at display window corner, cracked lcd window, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
A customer reported via phone call indicating sensor alarms on their insulin pump. The patient's blood glucose was unknown at the time of the call. The customer had received a no delivery alarm but the customer resolved the issue. The customer was assisted with trouble shooting and found that there was not radio frequency connection from the meter and transmitter. The customer states that they had no issues with inserting the sensor. The customer returned their insulin pump for analysis.